Manufacturer narrative:
This report is for an unknown synmesh cage/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the box did not have a certain size of cage synmesh (15x88) during an unknown procedure on (B)(6) 2019. This was identified before the patient was anesthetized, but the surgeon asked to contact the company, requesting the material while he was beginning the procedure. The missing cage was sent, but until the cage arrived and the sterilization process, surgeon had to interrupt the surgery and wait for two (2) hours. This generated a huge dissatisfaction of the surgeon, because it was a serious patient, and he had to extend the surgery longer than scheduled. This report is for one (1) unknown synmesh cage/spacers. This is report 1 of 1 for complaint (B)(4).